Event description:
Patient had three hsv 2 positive test on the diasorin hsv 1 and 2 igg test, (index values = 3.07, 2.13, and 1.88), followed up with a western blot which was negative for hsv 2. Date given is the western blot confirmatory test. Refrence report #mw5116647, #mw5116648.